Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to difficulty inserting the guide wire include, but not limited to, user error (wipes off coating prior to insertion), patient anatomy/tortuosity, arterial stenosis. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the proglide device could not be advanced on the 0.038 j-wire. The sutures of two new proglide were successfully pre-placed. The sheath was upsized to a 18fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.